Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ the product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer filled the syringe a little past the 4ml mark. The customer was sure that it was not filled to the 5ml mark. The customer's blood glucose level was not impacted. The customer was successfully able to reload the cartridge.